Event description:
Rptr had a few of the er1 messages, exact date unk. Rptr stated she "thought I did something, so I just repeated test". Retest blood glucose was around 250 mg/dl. Rptr does not use color chart.